Manufacturer narrative:
H6 type of investigation code was updated.

Manufacturer narrative:
Quality controls were tested on both meters and passed. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 11:22 am, the result from meter serial number (B)(6) was 558 mg/dl. At 11:29 am, the result from meter serial number (B)(6) was 220 mg/dl.